Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, in which hemolysis was observed. A total of 100 retained samples were visually inspected, and no factors related to hemolysis were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of october 2025 therefore additional testing was indicated. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, hemolysis, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for indicated failure mode hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 8 tubes exhibited hemolysis. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone # : (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 8 tubes exhibited hemolysis. There was no health impact or consequences reported.